Event description:
The patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the head and the surgery was completed successfully. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the head, sleeve and liner. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 october 2024 lot 2213136: (B)(4) items manufactured and released on 13-sep-2022. Expiration date: 2027-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised: batch review performed on 02 october 2024 on liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k103721) lot. 2236038 lot 2236038: (B)(4) items manufactured and released on 26-oct-2022. Expiration date: 2027-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.